Event description:
It was reported that the cable for the external pulse generator (epg) had broken off. It was confirmed that the wire was broken. The epg was replaced and returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the pacing wire was broken. (B)(4).